Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1807301 presented no issues during the manufacturing process that can be related to the reported event. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no hemostasis when using the mynxgrip vascular closure device (vcd) 6f-7f. There were no reported patient injuries. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, there was no hemostasis when using the mynxgrip vascular closure device (vcd) 6f-7f. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was exposed outside the distal end of the shuttle cartridge. The sealant sleeve remained in its manufactured position which likely indicates device was never inserted into a procedural sheath (sealant was not deployed). The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). Shuttle down procedure simulated and advancer tube was properly engaged to the tamp lock as intended. A product history record (phr) review of lot f1807301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant was still in the device and the sealant sleeve location showed that there was no attempt to deploy in the patient. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product analysis, handling factors may have contributed sealant not being deployed in the patient, and the failure to achieve hemostasis reported. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.